Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported a visual disturbance following bilateral intraocular lens (iol) implant procedures, she notices that when looking at a light source she sees streaks of light with the left eye implanted and a starburst effect with the right eye implanted. She has difficulty driving due to this visual disturbance when looking at on coming car lights. She reported having bilateral laser treatments for the scar tissue three months after the implantations. Slight improvement with the left eye and no improvement with the right eye. The surgeon then prescribed glasses and no improvement was observed. There are two medical device reports related to this event. This report is for the right eye. Additional information has been requested.